Event description:
A malfunction was reported by the caller regarding their pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by sending a replacement pump and advised them to put the malfunctioning pump into storage mode and return it to tandem within 10 days using the provided return box and pre-paid label. The customer acknowledged that they would program their settings and connect their cgm to the replacement pump.